Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: flatness . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient underwent a breast reconstruction revision with two 800cc mentor memorygel breast implants and experienced right-sided rupture. The rupture postoperatively. The rupture was visualized on an MRI performed on (B)(6)2019. In addition, the patient had some flatness/contour issues on her left breast. As a result, the patient underwent a revision surgery on (B)(6) 2019 where the right-sided device was removed and replaced. Her left-sided flatness was also corrected intraoperatively with approximately 40ml of autologous fat grafts. This report is for the left prosthesis.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Initially, the device manufacture date was reported as 27-jun-2014. However, after the mre was performed, it was found that the actual device manufacture date is 20-jun-2014. The relevant field has been updated. Manufacturer's reference number: (B)(4).